Event description:
It was reported that the pump battery would not charge, and despite troubleshooting, the issue persisted with no apparent resolution through different outlets or cables. There was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer reverted to multiple daily injections as a backup therapy, and the pump was set to be replaced.